Event description:
The hcp reported that the patient presented with drowsiness. On the day of the event in 2005 the nurse refilled the pt's pump with compounded baclofen 2000 mcg/ml. The pt had previously been receiving 1000 mcg/ml. The pump was not updated with the concentration change nor was a bridge bolus performed. No other adverse effects were reported. When the pt returned to the office he was given oxygen and transported to the hospital. He was released the following day in stable condition.